Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included full functional testing including impedance calibration without duplicating the customer's report. The pads and accessories were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), burns were found on the patient's skin. Patient sustained burn marks. This is all the information provided at this time.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.